Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose readings are high no matter the amount of insulin delivered. The blood glucose readings are staying around 396 mg/dl. The current blood glucose reading is 382 mg/dl. Customer treated with a bolus. During troubleshooting, the programming is correct. Customer stated that the reservoir is half full. No kinks in the infusion set. Nothing further reported.